Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the right common iliac artery and distal vena cava were perforated. A femoral laparotomy was performed to repair the damage. The hosp has reported the pt has recovered.